Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error multiple times. The customer also reported that the insulin pump was showing inaccurate insulin amounts on the display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not completed due to the recurring power system error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.